Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting down. The customer's blood glucose level was "over 500" mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer continued to use current pump.